Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer blood glucose (bg) level was reported as ¿high¿ on the continuous glucose monitor (specific bg value was not provided). Customer administered a correction injection to address bg. The customer reverted to an alternate method in insulin therapy.